Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the wire was difficult to remove through the catheter and on inspection there was a noticeable 'bump' approximately 5cm from the distal tip of the wire. The patient reportedly experienced ¿vasovagal response like symptoms including bradycardia" (magnitude unspecified). The patient also reported ¿feeling funny¿. The patient did not require any additional procedures due to this occurrence. Insertion: right side brachial vein.